Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge bag broke during the fill process. Additionally, it was reported that a syringe leaked insulin as a result of resistance during the fill process. A cartridge change was performed to address the issues. Customer's blood glucose level was 198 mg/dl.